Manufacturer narrative:
The reported event of noise was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-18684. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) and right ventricular lead exhibited noise that was oversensed by the device. The ICD and lead were explanted and replaced. The patient was in stable condition.